Event description:
It was reported during a rigid cystoscopy with bladder biopsy and cystodiathermy, electrode broke. The metal tip of the electrode came out with the wire inside the electrode. Another electrode was used to complete the procedure. There was no harm to the patient and procedure was completed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.